Event description:
On (B)(6) 2012, a peritoneal dialysis registered nurse (pdrn) reported to global pharmacovigilance (gpv) an issue with transfer sets. The following information was reported. On an unreported date, the patient's transfer set came loose and fell off in the shower. The nurse did not know the lot number of the transfer set. The nurse reported the patient experienced peritonitis as a result of the loose transfer set. The nurse declined to provide further information. On (B)(6) 2012, product surveillance contacted the pdrn regarding the reported problem. The nurse stated the transfer became loose between the titanium adapter and the patient connector. The nurse was able to tighten the transfer set for the patient. The patient continued to use the transfer set. She stated the patient was doing fine and resuming with peritoneal dialysis (pd) without any problems. The problem hasn't repeated since she tightened the transfer set. The nurse stated she could be contacted again if further information was needed. On (B)(6) 2012, product surveillance contacted the pdrn regarding the connection issue and peritonitis event. The following information was reported. In (B)(6) 2012, the patient had his transfer set and titanium adapter placed and began pd therapy. The patient kept his transfer set stored against his body with tegaderm. On an unreported date, while the patient was in the shower, his transfer set became disconnected from the titanium adapter. At the time of the disconnection, the transfer set was loose and not being held with tegaderm. There was no damage noted to the adapter that caused or contributed to the disconnection. The patient reconnected following the separation. On (B)(6) 2012, the patient was diagnosed with peritonitis and hospitalized for the event. Cause of peritonitis was the transfer set disconnecting from the titanium adapter and the patient reconnecting. The patient was treated with cefazolin intraperitoneally (ip) and moxifloxacin 400mg orally for two weeks. On (B)(6) 2012, the patient was discharged from the hospital. Pd therapy was ongoing. The transfer set and titanium adapter are still in use and was never replaced following the event. The patient was retrained. On an unreported date, the peritonitis had resolved.

Manufacturer narrative:
(B)(4). This is report 1 of 2. This complaint is against the transfer set, but the transfer set in use at the time of the incident was unknown. The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. The sample was requested, but is not available. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of connection issue is not confirmed and the cause was not identified because no sample was returned to baxter and the lot number was not provided. Since the lot number was unknown, a batch review could not be performed.